Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited rust/corrosion/dirt inside the co2 insufflation connector. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information: h4. The device was returned to olympus for inspection, and the reportable malfunctions of corroded insufflation mouthpiece, chassis, and rear panel were confirmed. Based on the results of the investigation, the probable cause and root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.